Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, large macrobubbles were observed throughout the arterial line of the streamline bloodline set. The connections were checked and tightened, but the issue persisted. No patient complications were reported as a result of this event.